Manufacturer narrative:
Date sent to the FDA: 10/04/2022. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent a bowel resection and mesh removal procedure on (B)(6) 2021. It was reported that the patient experienced pain, discomfort, infection, hernia recurrence, small bowel perforation, small bowel incarceration, adhesions, and anxiety. No additional information was provided.